Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out infusion sets to address the alarm, but occlusion alarm recurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.